Manufacturer narrative:
It was reported that: the ups (3rd party unit) shut off which caused the cns to loose power and shut off unexpectedly. The customer was able to plug the cns into a new ups and got everything powered back on and started monitoring patients again. No patients harm or injury occurred from this and this cns was monitoring bsm's. The cns reflects patient data from the bsm; therefore, in case of a patient event, the bsm still has local alert capability. The reported ups unit has been returned to nihon kohden. Nihon kohden will send the unit back to the 3rd party for investigation. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Product code: since the ups is not a medical device unit, it will not have a 510k number or a UDI number. In order to generate the pdf MDR report for this complaint record, nihon kohden added the cns product code instead of the ups.

Event description:
It was reported that: the ups (3rd party unit) shut off which caused the cns to loose power and shut off unexpectedly. The customer was able to plug the cns into a new ups and got everything powered back on and started monitoring patients again. No patients harm or injury occurred and this cns was monitoring bsm's. The cns reflects patient data from the bsm; therefore, in case of a patient event, the bsm still has local alert capability.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that ups (uninterruptible power supply) failed, causing the cns, pu-681ra s/n 92, connecting to it to lose power and shut off unexpectedly. Customer was able to resolve the issue by replacing the ups. Customer then replaced the battery on the failed ups but were unable to repair the ups device. The model of the ups was a/abce422-11med. The serial number was not available. Age and maintenance history of the ups device is unknown. It is unknown if there were any error messages or warning on the ups prior to failing. Service requested: exchanged ups. Service performed: exchanged ups. Investigation conclusion: based on the incident account, the cause of cns device unexpectedly shuts down was due to ups failure. With limited information provided regarding the failed ups, particularly its age, maintenance history, and its usage, the cause of the ups failure could not be determined.

Event description:
It was reported that: the ups (3rd party unit) shut off which caused the cns to loose power and shut off unexpectedly. The customer was able to plug the cns into a new ups and got everything powered back on and started monitoring patients again. No patients harm or injury occurred and this cns was monitoring bsm's. The cns reflects patient data from the bsm; therefore, in case of a patient event, the bsm still has local alert capability.